Event description:
The haptic of the lens was found missing after insertion into the patient's eye. Another lens was used to complete the procedure.

Manufacturer narrative:
This form was completed by the manufacturer.